Event description:
During follow-up, failure to capture and low r-wave amplitude was observed due to the right ventricular (rv) lead being dislodged. The rv lead was explanted and replaced with no adverse consequences to the patient.